Event description:
It was reported that pre-implant the device revealed elective replacement indicator due to a cold weather reset. The issue was resolved and the device was capable of being implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.